Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that an error 106 alert code occurred after the catheter was plugged into the carto, and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The force sensor and out of box failure issues were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2025, a hole on the surface of the pebax was observed. This was assessed as MDR reportable with an awareness date of (B)(6) 2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. The device was inspected, and a hole on the surface of the pebax was observed. No foreign material was observed. The device was connected to the carto 3 system, and the device was visualized and recognized correctly; however, error 106 was displayed on the system. As part of the investigation, a failure analysis was conducted on the device. The handle was carefully opened to access the internal components, and the resistance of the sensors was measured. During this process, a failure was detected in one of the sensors. Continuity was measured on both the tip and shaft of the device, revealing an open circuit specifically in the tip area. Further inspection was conducted on the adhesive used, and an excessive amount was observed on the wires. A manufacturing record evaluation was performed for the finished device 31397498l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The excessive adhesive on the wires could be related to the open circuit observed; however, this cannot be conclusively determined. The root cause of the excessive adhesive is traced to the manufacturing process. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor issues. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).